Manufacturer narrative:
Medical device problem code was updated.

Manufacturer narrative:
Initial reporter's occupation is patient/consumer. The meter and the test strips were requested for investigation. The products have not been received at this time. If the products are returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter, unknown serial number. On (B)(6) 2022 the patient had an initial meter result of 2.0 inr while re-testing the 2nd meter result was 1.5 inr. The patient's therapeutic range was 2.0-3.0 inr. The patient's interval of testing was every other week.